Event description:
Info received indicates the bed is not sending a nurse call.

Manufacturer narrative:
The technician isolated the issue to the sidecom circuit board not functioning. He replaced the sidecom circuit board to repair the bed.